Manufacturer narrative:
P-cap locked properly during testing. Pump passed self-test. All buttons function properly. However, moisture damage noted on keypad flex connector. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thump. The electronic assemblies were inspected, and moisture damage was observed. Unit was successfully downloaded to using thump. Stuck key was absent on record and no alarms during testing. Unit received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Customer concern of keypad unresponsiveness was not confirmed during testing. Moisture damage found on j1 connector and flex connection gold traces during visual inspection of electronic assembly. Cosmetic damage was confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unresponsive keypad button or button error. The customer reported no adverse events. The event involved product(s) mmt-1881. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1881 was requested, and the customer response was that the device would be returned.